Event description:
The customer reported a power problem. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A f/u report will be submitted upon completed of the investigation.